Manufacturer narrative:
(B)(4). The bravo delivery system was investigated visually for external damage. Based on the investigation, the received device functioned according to specification, however, the plunger was not pushed to the end. A review of the device history record indicates that the product was released meeting finished product specification.

Event description:
According to the reporter, the bravo capsule failed to detach.